Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device of this incident, it was determined that the user was unable to log in to the server. A technical support specialist (tss) determined that the certificate had likely expired. The currently installed certificate had been installed on (B)(6) and was verified to be valid with no errors present on the es server webpage. Tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to log in to the server and received a message indicating that the connectivity was not secure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.